Manufacturer narrative:
The total psa reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The sample was discarded and is no longer available. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with total psa elecsys e2g assay on a cobas e 801 analytical unit, not matching the expected results. Initial result: <0.014 ng/ml. The initial result was reported to the physician as 0.014 ng/ml (not <0.014 ng/ml), and accompanied by "error 27". The result of 0.014 ng/ml was higher than the laboratory's rule of 0.006 ng/ml and was sent to the physician. It was considered inaccurate as the physician and the patient expected a result lower than the reportable range of <0.006 ng/ml. The sample was then repeated on a different instrument at the customer's site with a laboratory-developed test whose version had not been updated, and the repeat result was <0.006 ng/ml (accompanied by a data flag). The result of <0.014 ng/ml using the updated laboratory's rule was deemed to be correct.